Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A61942) inserted for female sterilisation. The patient's medical history included depression, anxiety, obesity, anemia, arthritis, back pain, gerd and endometrial ablation. Previously administered products included for an unreported indication: mirena and depo-provera. Concurrent conditions included biliary colic, excessive menstruation, adenomyoma, submucous leiomyoma of uterus, polyp, neoplasm, breast density increased, heavy periods, nabothian cyst, uterine fibroid, d & c, polymenorrhoea, irregular menstruation, iron deficiency, anaemia from chronic blood loss, add, constipation, headache, transfusion, irritable bowel syndrome, motion sickness, osteoarthritis, itching, menometrorrhagia, breast cancer, genital bleeding, penicillin allergy, drug hypersensitivity, cholecystectomy and fibroid uterine enlarged. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh (laparoscopic assisted vaginal hysterectomy) and bso (bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: date of insertion (B)(6) 2015 and later in date of procedure it is (B)(6) 2014. The essure coils were then placed bilaterally per protocol with two coils, noted at the ostia on one side and nine on the other side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Mammogram - on (B)(6) 2018: impression: negative bilateral mammogram. Bi-rads 1 ¿ negative. Ultrasound pelvis - on (B)(6) 2017: multiple fibroids in the uterus, submucosal. Ultrasound scan vagina - on (B)(6) 2016: the myometrium has heterogeneous hypoechoic areas within it. This distorts the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, obesity, anemia, arthritis, back pain, gerd and endometrial ablation. Previously administered products included for an unreported indication: mirena and depo-provera. Concurrent conditions included biliary colic, excessive menstruation, adenomyoma, submucous leiomyoma of uterus, polyp, neoplasm, breast density increased, heavy periods, nabothian cyst, uterine fibroid, d & c, polymenorrhoea, irregular menstruation, iron deficiency, anaemia from chronic blood loss, add, constipation, headache, transfusion, irritable bowel syndrome, motion sickness, osteoarthritis, itching, menometrorrhagia, breast cancer, genital bleeding, penicillin allergy, drug hypersensitivity, cholecystectomy and fibroid uterine enlarged. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (lavh and bso (bilateral salpingo-oopherectomy)/salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and anaemia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted: date of insertion (B)(6) 2015 and later in date of procedure it is (B)(6) 2014. The essure coils were then placed bilaterally per protocol with two coils, noted at the ostia on 1 side and 9 on the other side. Patient received treatment for menorrhagia (heavy menstrual bleeding), anemia and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded/bilateral occlusion. Mammogram - on (B)(6) -2018: impression: negative bilateral mammogram. Bi-rads 1 ¿ negative. Ultrasound pelvis - on (B)(6) 2017: multiple fibroids in the uterus, submucosal. Ultrasound scan vagina - on (B)(6) 2016: the myometrium has heterogeneous hypoechoic areas within it. This distorts the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : following new events were added - abdominal pain, menorrhagia (heavy menstrual bleeding), anemia and general abnormal bleeding. Previously reported event of physical pain was updated to physical pain/pelvic pain. Reporter information was updated. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, obesity, anemia, arthritis, back pain, gerd and endometrial ablation. Previously administered products included for an unreported indication: mirena and depo-provera. Concurrent conditions included biliary colic, excessive menstruation, adenomyoma, submucous leiomyoma of uterus, polyp, neoplasm, breast density increased, heavy periods, nabothian cyst, uterine fibroid, d & c, polymenorrhoea, irregular menstruation, iron deficiency, anaemia from chronic blood loss, add, constipation, headache, transfusion, irritable bowel syndrome, motion sickness, osteoarthritis, itching, menometrorrhagia, breast cancer, genital bleeding, penicillin allergy, drug hypersensitivity, cholecystectomy and fibroid uterine enlarged. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (dilatation and curettage and lavh and bso (bilateral salpingo-oopherectomy)/salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and anaemia had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of insertion (B)(6) 2015 and later in date of procedure it is (B)(6) 2014. The essure coils were then placed bilaterally per protocol with two coils, noted at the ostia on 1 side and 9 on the other side. Patient received treatment for menorrhagia (heavy menstrual bleeding), anemia and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded/bilateral occlusion. Mammogram - on (B)(6) 2018: impression: negative bilateral mammogram. Bi-rads 1 ¿ negative. Ultrasound pelvis - on (B)(6) 2017: multiple fibroids in the uterus, submucosal. Ultrasound scan vagina - on (B)(6) 2016: the myometrium has heterogeneous hypoechoic areas within it. This distorts the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: plaintiff fact sheet received. Event psychological trauma was replaced with depression . Event vaginal bleeding & anxiety were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A61942) inserted for female sterilisation. The patient's medical history included depression, anxiety, obesity, anemia, arthritis, back pain, gerd and endometrial ablation. Previously administered products included for an unreported indication: mirena and depo-provera. Concurrent conditions included biliary colic, excessive menstruation, adenomyoma, submucous leiomyoma of uterus, polyp, neoplasm, breast density increased, heavy periods, nabothian cyst, uterine fibroid, d & c, polymenorrhoea, irregular menstruation, iron deficiency, anaemia from chronic blood loss, add, constipation, headache, transfusion, irritable bowel syndrome, motion sickness, osteoarthritis, itching, menometrorrhagia, breast cancer, genital bleeding, penicillin allergy, drug hypersensitivity, cholecystectomy and fibroid uterine enlarged. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh (laparoscopic assisted vaginal hysterectomy) and bso (bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: date of insertion (B)(6) 2015 and later in date of procedure it is (B)(6) 2014. The essure coils were then placed bilaterally per protocol with two coils, noted at the ostia on one side and nine on the other side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Mammogram - on (B)(6) 2018: impression: negative bilateral mammogram. Bi-rads 1 ¿ negative. Ultrasound pelvis - on (B)(6) 2017: multiple fibroids in the uterus, submucosal. Ultrasound scan vagina - on (B)(6) 2016: the myometrium has heterogeneous hypoechoic areas within it. This distorts the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: medical record received. Lot number added. Removal details added. Case becomes incident. New reporters added. Plaintiff's information updated. Medical history,concomitant conditions and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.